Event description:
It was reported that the crack in PICC discovered between the 4-5cm mark. PICC that was flushing but a giving blood. Tpa ø effective. X-ray was taken of placement in both PICC arm + chest and showed that the line was kinked in the vein. PICC was removed, new competitive PICC was inserted in the patient. The patient had to have peripheral ivs placed as PICC was not being used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the crack in PICC discovered between the 4-5cm mark. PICC that was flushing but a giving blood. Tpa ø effective. X-ray was taken of placement in both PICC arm + chest and showed that the line was kinked in the vein. PICC was removed, new competitive PICC was inserted in the patient. The patient had to have peripheral ivs placed as PICC was not being used. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted to basilic vein, exit marking 0cm (was inserted to the hub), total catheter length 38cm, locked with saline and dressed straight along patient's arm, secured with statlock. PICC was used for antibiotics. PICC was not used for CT scans. PICC did have intervention for occlusion, cathflo had been administered once with no blood return. Issue was identified when xray showed a kink, then once PICC removed, hole was noted at the 4-5cm mark. There was no leakage, just a lack of blood return. Patient was in the hospital at the time the issue was identified. They did not take the PICC home, but the patient or a care giver did complete administration of therapy, flushing to maintain patency and dressing changes on the PICC. Catheter site was cleaned with 3m 2%chg/70% alcohol swabsticks (2%chg/70%). The patient did not participate in any physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 4 cm and 5 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.